Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse confirmed the reported error 25580 and replaced the master tool manipulator (mtm) and remote arm controller boards (rac) on the patient side cart to correct the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was returned for failure analysis and the reported problem was confirmed but not replicated. In artemis the 25580 error was found indicating voltage/current too low, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was installed onto the sftp where it passed all tests. As a result of these findings failure analysis was able to conclude that calibration was found to be the potential root cause of the reported event. The rac was returned for failure analysis, and the reported problem error 25580 on rac was replicated. In artemis, there was error 25580 found to indicate the failure occurred in the field. Visual inspection, no issues were found that are related to the reported issue. The rac was installed onto the golden system, upon the power on, the system failed with error 25580. As a result of these findings, failure analysis concluded that rdm-1, rdm-2 and rps were the root cause of the reported event. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci assisted surgical procedure, error 25580 occurred on the right master tool manipulator (mtm). The caller rebooted the system twice but the issue persisted. The surgeon started the procedure robotically as planned with the second surgeon side console. The procedure was completed with no reported injury.